Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report of peritonitis coincident with unknown dianeal solution on peritoneal dialysis therapy. The nurse reported that the patient experienced peritonitis on (B)(6) 2012. The patient stated that, per the doctor, the cause of peritonitis was due to a bug in the intestine or a small perforation leak, however, the nurse stated she is not sure why the family would say that ,as the culture results are still pending. The patient was recovering.

Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 1 of 2 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). A batch review was conducted on potentially associated lot numbers: h11k08016 and h11k22082 with no defects noted during the manufacture of these lots related to the reported condition. The complaint was not confirmed. No device malfunction or use error was identified.